Event description:
A call to patient's services on (B)(6) 2014 states that the caller's brother had a pacemaker and it only lasted for several years because it wore out and they replaced it with another one. However, the pacemaker was on recall and he had to go back after a short time and they replaced it. Caller has no other information about the product or the manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).